Manufacturer narrative:
The pump is in the process being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility's risk management department reported that channel c failed while in use on a pediatric intensive care unit pt. The pump was reported to be infusing valium, lorazepam, and third unk medication. Lorazepam was being infused on channel c at a rate of 0.3ml/hr, when the channel c alarmed, went into failure, and displayed "out of service". According to the facility's risk management department, no pt injury or need for medical intervention had been reported and no adverse outcome resulted. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, rates of medications involved, type of the failure, or set up of the infusion device.